Event description:
Report received from (B)(6) stated that the trocar was bent and did not allow a correct insertion of the cannula. The surgeon had to apply pressure to insert the trocar causing bleeding in the sclerocorneal tissue. There was no medical intervention needed and the patient did not suffer any consequences or further injury.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Information provided by the customer indicates additional similar events may have occurred, however, they were unable to provide specific details regarding the actual number of patients and devices involved. Number 4 of 4.